Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the lead showed an increased capture threshold. The cause of the threshold issue is unknown. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
An entire lead was returned in two pieces. Visual and x-ray examinations did not find any anomalies. All damages found on these two pieces were consistent with those occurring at time of explant. Electrical testing did not find any indication of a conductor fracture. An electrical short was detected on one portion of the lead due to explant damage. The results of the investigation concluded the analysis of the device was normal with no anomalies were found. Based on the information received, the cause of the reported high capture threshold could not be conclusively determined.